Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drug did not pop up which was in the due list. A technical support specialist stated that the issue was resolved by the customer and confirmed closing the case. The system functioned as intended after the customer resolved the issue

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drug did not pop up which was in the due list. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no adverse events or injuries reported based on this event.